Event description:
It was reported a patient experienced and was hospitalized for peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis and treatment was not reported the patient was recovering from the event of peritonitis at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). After being hospitalized for thirteen days, the patient recovered from peritonitis and was discharged.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.